Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula was broke off and was left under the patient's skin. The cannula was located around the patient's mid-section (belly/abdomen and upper side area). The issue was observed to have occurred within 1-3 hours of placement. It was noted that the cannula would have to be cut out by a general or plastic surgeon. The patient had to attend the emergency room and multiple office visits to monitor the issue. The event was considered ongoing. See MFR: 3012307300-2017-00909